Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 134647: (B)(4) items manufactured and released on 15 november 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
The patient got up to walk and fractured her femur. The surgeon cabled the femur. Nothing was explanted. The surgery was completed successfully. X-rays are not available.